Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector is unknown. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a monitor was causing a service code 204 (monitor unusable).